Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were deposits of black foreign matter found by the plunger of the bd plastipak¿ concentric luer lock syringe before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that there were deposits of black foreign matter found by the plunger of the bd plastipak¿ concentric luer lock syringe before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, black and brown stains were observed on the syringe plunger. Through magnified inspection, the stains were identified as degraded polypropylene particles. These particles result from the molding process after a long stop of the injection machine. Before the injection machine is restarted, it is purged until the material is acceptable. Injection machines are periodically subjected to maintenance and cleaning programs according to procedure. A device history record review did not reveal any anomalies during the production of lot number 1804243 that could have contributed to the observed/reported defect. Although no quality issues were identified and the manufacturing record states all production and quality processes were carried out normally, we can confirm that the root cause is related to the molding process. In accordance, we conclude that the problem is related to human error, as the defective product was not rejected correctly until the material was acceptable. Based on occurrence it has been determined no corrective action is required at this time and the incident has been reported to staff of manufacturing area to pay more attention to this matter and avoid the occurrence of this defect.

Event description:
It was reported that there were deposits of black foreign matter found by the plunger of the bd plastipak¿ concentric luer lock syringe before use. There was no report of exposure, injury, or medical intervention noted.